Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign, event occurred in canada.

Event description:
It was reported an unknown time, on an unknown date, the device was missing one of the levers on one of it's sides, all it was needed was a screw and a washer. There was no note of patient impact or delay. Due diligence is in process; no further information is available.

Event description:
It was reported that during inspection, on 01/22/2026, the device was missing one of the levers on one of it's sides, all it was needed was a screw and a washer. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is completed, no further information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: a1, b3, b4, b5, g1, g3, g6, h1, h2, h6 and h11. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any action taken by the manufacturer.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, g1, g3, g4, g6, h1, h2, h3, h4, h6, and h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. A definitive root cause cannot be determined. The reported event could not be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.